Manufacturer narrative:
We checked the returned unit and confirmed that the objective lens is broken. Based on the result, we concluded that it was caused due to the excessive force applied on the objective lens. In addition, we confirmed that the operation channel leakage, the air/water nozzle loosened, the lcb broken, the remote button cut, the u/d & r/l pulley wire ruptured and the lg cable connector corroded; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(objective lens broken).

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(objective lens broken).

Manufacturer narrative:
We checked the returned unit and confirmed that the objective lens is broken. Based on the result, we concluded that it was caused due to the excessive force applied on the objective lens. In addition, we confirmed that the operation channel leakage, the air/water nozzle loosened, the lcb broken, the remote button cut, the u/d & r/l pulley wire ruptured and the lg cable connector corroded; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.